Manufacturer narrative:
The reported event was unconfirmed because the reported failure could not be reproduced. Visual inspection noted the catheter balloon was inflated with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and the balloon inflated with no issues with the syringe attached the balloon deflated passively with no issues. No leaks observed. Flush the sample port and filled the drainage bag and no leakage observed from the drainage bag. This is within specification per inspection procedure (B)(4), revision 0, which states, catheter leaks, valve leaks, balloon perforation, lumen to lumen, prematurely deflated and dislodged balloon are not allowed, and must inflate and deflate with the use of a syringe. Upon further investigation noted that the wire protruding from the shaft of the catheter. No root cause was provided as the reported event was unconfirmed. As the reported event was unconfirmed a device history record review was not required. However, one was completed before unconfirming the event and found nothing that could have caused or contributed to the reported event. As the reported event was unconfirmed a labeling review was not required. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the urine leaked from somewhere. Since it was a used product, it was not possible for the representative to confirm where the leak occurred. Per follow up information received via ibc on 21sep2023, the details were not provided by the customer if the urine leaked from the catheter or the drain bag. As per the email notification received from the investigator on 26oct2023, there was a protrusion of wire found during sample evaluation.

Event description:
It was reported that the urine leaked from somewhere. Since it was a used product, it was not possible for the representative to confirm where the leak occurred. Per follow up information received via ibc on 21sep2023, the details were not provided by the customer if the urine leaked from the catheter or the drain bag.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.